Event description:
During the implantation of the device involved in this report with a vdd lead, the implantation auto detection feature was activated. The device was programmed in vdd pacing mode. When the atrial pin of the vdd lead was connected to the device, vdd pacing was not observed as expected (vvi pacing was still observed). The atrial lead was reconnected to the device, with no effect on pacing mode. The programmer was rebooted and after a new interrogation was performed, vdd pacing was observed. Reportedly, the device was not placed into the pocket until the vdd mode was confirmed.

Manufacturer narrative:
(B) (4). Conclusion: the most probable hypothesis, confronting event description from the complainant, and automatic detection of implantation behavior is: the device didn't operate in vdd mode during the automatic detection of implantation, because: the device was not in the pocket; the sensing polarity in the atrium was unipolar. With unipolar configuration for sensing in the atrium, and the device out of the pocket, no atrial event could be sensed. When the automatic detection of implantation was completed, the sensing polarity in the atrium switched to bipolar, because: an atrial impedance <3000 ohms was probably measured in bipolar configuration; nevertheless, the sensing polarity is the atrium would have been set in any case (even with a unipolar atrial sensing electrode) to bipolar because of the programming performed by the user before device implantation. In this specific case, this specific programming has a higher priority than device automatic programming.